Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: when user start to pump the balloon, he found the balloon was broken. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. Surgery time was extended more than 30 minutes.